Manufacturer narrative:
There were 13 females and 2 males. In the miss group, with a mean age of 16.5 ± 1.6 years (range 14¿18 years). No specific patient ids were provided. Zhu, et al, minimally invasive scoliosis surgery assisted by o-arm navigation for lenke type 5 c adolescent idiopathic scoliosis: a comparison with standard open approach spinal instrumentation. Jns pediatrics, 19:472-478, 2017. Article concludes on page 476 that "high accuracy in pedicle screw placement in the miss group was achieved through the navigation of the o-arm." Due to the nature of this procedure and the complexity of the deformity, some slightly inaccurate screw placements are known inherent risks to the procedure. No allegations of malfunction. No request from site/surgeon for system service. Device not returned or repaired.

Event description:
Journal article reports 9 pedicle perforations occurred in the miss (minimally invasive spinal surgery) navigation group. Also, there was one grade 3 screw, eight grade 2 screws,, eleven grade 1 screws, and 125 grade zero screws. Perforation was graded according to the gertzbein classification. The images were obtained using a brilliance CT 64-channel scanner (philips medical systems) with the following specifications: 320 mas, 120 kvp, and 5-mm thickness, with a 5-mm gap between slices. Additionally, grade 0 and 1 penetrations were considered satisfactory, whereas grade 2 and 3 were regarded as perforations. Further detail in table 4. Postoperative CT showed high accuracy in pedicle screw placement. No deep wound infection, pseudarthrosis, additional surgery, implant failure, or neurological complications were recorded. Zhu, et al, minimally invasive scoliosis surgery assisted by o-arm navigation for lenke type 5 c adolescent idiopathic scoliosis: a comparison with standard open approach spinal instrumentation. Jns pediatrics, 19:472-478, 2017.